Event description:
Leica biosystems received a complaint regarding poor processing from a biopsy run. On (B)(6) 2018, leica biosystems received information that tissue was undiagnosed. In conversation with the customer the following information was obtained, "tissue is readable but still will be reprocessed" and "there is a prostate that could not be diagnosed" because the "tech cut it away." Attempts have been made to obtain additional information regarding patient identifier detail and whether additional medical or surgical intervention was required but a response has not been provided. If additional information is provided a follow up report will be submitted.